Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the tip-up fenestrated grasper broke on the wrist. While it was removed it remained stuck in the cannula. The fa removed the cannula with the instrument from the patient and broke the shaft to remove the instrument from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grip was sticking out, the jaw had not dislodged. The reporter thinks the user probably removed the instrument with too much strength while the wrist was not completely straight. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at both the proximal end and the distal end. A piece measuring approximately .163 x .293¿, from the distal end, was not returned with the instrument. Another piece about .203" x .385", from the proximal end, was found broken off and not returned. The root cause of broken instrument maintube is typically attributed to the user. Additional observation not reported by site: the instrument was found to have the life indicator prematurely activated. The housing was removed and found the life indicator was rotated to red before expiration. Log review of remotefe logs showed that the instrument has 2 uses remaining. The root cause of this failure is attributed to the user. A review of the instrument log for the tip-up fenestrated grasper (part# 470347-12 / lot# u10210430 0072) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like the proximal clevis has been dislodged from its normal position. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.